Event description:
On (B)(6), 2012, the lay-user/patient contacted animas and reported a hypoglycemic event. The patient claimed that his blood glucose (bg) levels had been low for the previous 2 weeks. In one case, the patient claimed that his bg level dropped to "38 mg/dl." The patient was able to treat himself by consuming carbs. He denied seeking medical attention. After checking the meter, the patient realized that the pump's date and time were incorrect. The patient thought the pump was set to am instead of pm. The animas representative involved in this contact informed the patient that he would be receiving incorrect basal rates if the pump's time was incorrect. The patient was able to correct the pump's date and time. The patient denied making any changes to the pump's date/time on (B)(6) 2012. He insisted that the pump did not reset with power loss. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the pump's date/time was incorrect and he suffered a low bg level suggestive of severe hypoglycemia. However, the patient's injury can be attributed to possible use-error considering the patient did not correctly set the pump's date/time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.